Event description:
It was reported during a rosa knee procedure that the 3.2x80mm fix fluted pin fractured. Subsequently, a postop x-ray showed a foreign object near the pin site at the base of the tibial keel. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. The customer has indicated that the rest of the fractured piece was discarded and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. The reported fix pin was discarded; therefore, it was not returned for an evaluation. X-rays were provided and reviewed by a health care professional. Imaging findings; single lateral view of the knee. Changes of total knee arthroplasty with air in the joint indicating immediate postoperative status. A metallic foreign body projects over the proximal tibial metaphysis along the anterior aspect of the tibial component keel, at the level of the proximal ghost hole, presumably for one of 2 tibial reference pins described in the rosa surgical guide. Review of the DHR could not be performed as the lot number of the reported device was not provided. A definitive root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.